Event description:
The consumer called into customer support to report that, "...she had to go to the e.r. Yesterday due to a hypoglycemic event..." According to the consumer she continued to administer unknown amounts of insulin based on multiple high readings on her blood glucose meter. The consumer reported that at 12:03 pm she performed a blood glucose test getting a result of 313 mg/dl. Based on that result she administered 4.2 units of insulin. According to the consumer, approximately, 1:00pm the consumer was found by her friend in her car unconscious and the friend called for the emts.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot #unk, control solution lot # none. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.